Event description:
It was reported that the atrial lead damage was already known. The lead also exhibited noise switch resulted in automatic mode switch. No additional information was available. No patient symptoms were reported.